Manufacturer narrative:
The reporter clarified that the surgical procedure was a "meningioma exerese (the anterior third of left falx) with creation of a limited unvolet back through the coronal part overlapping on the upper longitudinal sinus".

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed which confirmed the reported condition.  An assignable root cause could not be determined.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the "drill twisted at the tip (on the 1st millimeter)". The reporter stated that before realizing, "the surgeon made a first hole which seemed big". The surgeon made a second hole and noticed that the cutter device was twisted. The reporter believed that the device could not have twisted before the surgery because "in security on the instrumentation table" and stated "probably fault since the packaging". The reporter stated that there was "no consequence on the patient, the incident did not require further treatment". There were no delays to the planned surgical procedure. It was unknown if a spare device was available. It was unknown if medical intervention was required. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.